Event description:
Information received by medtronic indicated that the insulin pump buttons were less responsive and sticking. Insulin pump battery life was diminishing, had to change weekly. Insulin pump was rejecting new batteries and had no delivery alarms, getting loud while rewinding. Customer reported insulin pump was taking longer for insulin to be dispense while priming. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.